Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patients midline incision was swollen and tender. X-ray and opening of incision revealed that the clik anchor came undone. The patient underwent a revision procedure wherein the click anchor was anchored again using another fixate. The patient was doing well postoperatively.